Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for unknown reason. Blood glucose reading was unknown. The date of hospitalization was unknown. Customer stated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. The insulin pump will not be returned for analysis.